Event description:
The resmed mirage quattro is a facemask used for CPAP treatments. While the device works good when new, it fails within a very short period of use. The rubber seal, which presses against the face, becomes disconnected from the backing plate and cannot be glued back on. This usually happens within a couple weeks. Since (B)(6) only pays for replacement of the mask every 90 days, this leaves the patient without CPAP protection for an extended period of time. Failure to use CPAP by a patient with osa (obstructive sleep apnea) can cause serious problems, including death. I think the manufacturer of the device should be required to make it rugged enough to last the length of time that (B)(6) waits before a replacement will be covered. Rx meds: lisinopril/hctz, tamsulosin, atorvastatin, oxybutynin, belviq. Otc meds: omega 3 fish oil, glucosamine chondroitin, centrum silver multivitamin.